Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-apr-2023. H6: investigation summary our quality engineer inspected the 1 photo and 1 used sample without packaging submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection of the sample. Analysis of the sample showed that the needle of the catheter had pierced through the mid-section of the tubing. A blood stain was also observed in the catheter tubing, denoting that the sample was used. Bd was unable to determine an exact root cause of the failure observed. There are currently check systems in place to detect and reject products with the observed failure during our manufacturing process. There is a possibility the failure could have occurred during the product application, but since the sample was returned used this root cause cannot be confirmed. Since no material and batch number was supplied, a review of manufacturing records could not be performed. H3 other text : see h10.

Event description:
It was reported that the unspecified bd IV catheter experienced needle through catheter while introducing catheter. Experienced. The following information was provided by the initial reporter: a needle split the catheter while the rn was advancing the catheter. They want to send in the catheter. Additional info received on 15-feb-2023 are you able to provide material number and batch information of catheter being used? I do not have this info- I only have the individual IV itself. Any adverse events or serious injury reported to patient or healthcare professional? No. If yes, was there a delay of or change in the course of treatment due to the event? Please provide the details n/a. What was the patient outcome? Another IV attempt had to be made, defective IV saved.

Event description:
It was reported that the unspecified bd IV catheter experienced needle through catheter while introducing catheter. Experienced the following information was provided by the initial reporter: a needle split the catheter while the rn was advancing the catheter. They want to send in the catheter. Additional info received on 15-feb-2023: are you able to provide material number and batch information of catheter being used? I do not have this info- I only have the individual IV itself. Any adverse events or serious injury reported to patient or healthcare professional? No. If yes, was there a delay of or change in the course of treatment due to the event? Please provide the details n/a. What was the patient outcome? Another IV attempt had to be made, defective IV saved.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number.